Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Sample received has the second pack (paper peel) opened but it is still glued with the first pack (aluminum pouch). This defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: complaint is justified. Corrective/preventive actions: complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
Eval on-going.

Event description:
Country of complaint: (B)(6). Inner package is attached to outer package.